Event description:
Medtronic received a report that the spiral inserted into the hub of the terumo progreat microcatheter got stuck and could not proceed and it was difficult to withdraw it. The device and any accessories were prepared as indicated in the IFU. There were no issues identified during prep. The patient did not suffer anything from the problem. No patient symptoms or further complications were reported as a result of this event. The artery diameter was 3mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the coil exited to introducer sheath without problems. Continuous flow of saline was administered and maintained as directed in the instructions for use (IFU). There was no damage to the catheter after removal. The catheter was a termuo prograte.